Event description:
Caller reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reappeared, which they acknowledged and understood.